Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was pulled and inserted several times while implanting the coil, and it had detached unexp ectedly. Afterwards, the coil was collected and removed from the patient's body using a snare. There was no damage to or rotation of the delivery pushwire, no resistance was experienced, no detachment attempts were made, the device did not jump during implantation, and it was unknown if a continuous flush had been used. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid artery (ica) and posterior communicating (pcom) artery with subarachnoid hemorrhage (sah) with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were unknown. Ancillary devices include a terumo 8f sheath, fubuki 8f guidecatheter, sl-10 microcatheter, chikai guidewire.